Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall their blood glucose reading. Troubleshooting was performed. Customer states the spring is neither damaged nor corroded. Customer is not calling back after receiving a battery cap. After changing the battery on the insulin pump, the issue still reoccurred. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to turn back to their back up plan and contact their healthcare provider if is needed. The insulin pump will be return for analysis.